Manufacturer narrative:
The investigation into the atrial fibrillation and the vascular damage - great vessel issues has been completed since the original report was submitted. The product was not returned for investigation. According to the clinical details, the impella shifted in the aorta during removal of extracorporeal membrane oxygenation causing vascular complications. The root cause of the vascular damage - great vessel is most likely due to use. As the necessary information was not provided, the root cause of the atrial fibrillation was not determined. B.3 date of event revised as previously entered incorrectly. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted report incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Event description:
The patient had a chronic total occlusion of the left anterior descending artery which was treated with good angiographic result. The impella was weaned and explanted. The site was perclosed twice. The site is intact.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 60-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant enrolled the patient in the protect IV registry. The team later noted in the crf that there was atrial fibrillation (af) with multiple etiologies: heart failure, pericarditis, and procedural complications. The cec determined the team to be a definite relationship to the impella despite the pi statement of it not being related.